Event description:
I had total knee replacement on (B)(6) 2016. The device used was a stryker device. In september of this year. I had issues that included pain and the inability to walk without a cane and now I have to use a walker. This has been a very difficult situation. Through add'l testing and xrays, the surgeon indicated that the device has become loosened. Now I have to go back for corrective surgery on (B)(6) 2016.